Manufacturer narrative:
H.6. Investigation summary bd did not receive samples or photos for evaluation. Bd technical services provided troubleshooting with the customer. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. This was discovered during use. The following information was provided by the initial reporter: spoke with the customer. She will send me a picture of an overfilled tube. I sent her the citrate volume guide. It was reported that tubes are overfilling. Customer states she does not have any unused tubes to send in for investigation.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220394. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-08-08. Medical device lot #: 9184804. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. This was discovered during use. The following information was provided by the initial reporter: spoke with the customer. She will send me a picture of an overfilled tube. I sent her the citrate volume guide. It was reported that tubes are overfilling. Customer states she does not have any unused tubes to send in for investigation.